Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to perform fluoroscopy and exposure. Review of the system log file showed ¿adu: real time clock fault" error. During troubleshooting, the fse confirmed that the adu status indicator was not working properly, and the anode drive unit (adu) was defective. The fse replaced the adu. After replacement of the adu, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system could not perform fluoroscopic exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.